Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 1.5 months post implant of a bifurcated device and two suprarenal aortic extensions, a computed tomography scan revealed a distal endoleak of the right main body limb. The physician brought the patient back and placed a limb extension on the right iliac and coiled the right hypogastric artery. The endoleak resolved. The patient is doing well.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and computer tomography imaging were provided and reviewed by a clinical representative with the following impression: there was suboptimal medical documentation and adequate imaging studies available for this review. Angiograms studies were non-dynamic, limiting this assessment. Product use was incongruent with the IFU and might have contributed to the adverse event due to: dual angled aortic neck greater than 60 degrees; and, a right iliac diameter greater than 23 mm. There was substantial, radiological evidence of: stenosis of the aortic neck blood lumen; an endoleak type ii (left hypogastric branch); endoleak type ib (right iliac). A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed no other units have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the reported endoleak is likely due to the off-label use of the device, as the right iliac diameter was greater than 23mm.